Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump alarmed every few minutes displaying following message: "no delivery. All bolus and active temp basal cancelled." This alarm did not appear in the alarm history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2017 with the following findings: a review of the pump histories multiple consecutive cs165 exceed max total daily dose (tdd) limit on (B)(6) 2017. A review of user settings showed a ¿max daily delivery of 24 u¿ and ¿max 2-hour delivery of 10 u.¿ a review of the ttd history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).